Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6451382). The subject device was returned with the complaint condition stating that during a procedure, a surgeon complained of a probe from a depth gauge for 2.0mm and 2.4mm screws was sticking and appeared weak. The probe later broke at the junction between the housing and the metal probe after the last screw was measured and placed. A brief delay of 2-4 minutes was reported to retrieve the fragments of the probe. The surgery was completed successfully and not adverse events against the patient were identified. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The subject device drawing was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. One nonconformance report (ncr) was generated during production, but upon review at customer quality (cq) with consultation from sustaining engineering subject matter expert (sme), the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Therefore this ncr is not relevant to the complaint condition. The depth gauge was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part #319.006 ,lot #6451382, release to warehouse date: 11-aug-2010. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, a surgeon complained of a probe from a depth gauge for 2.0mm and 2.4mm screws was sticking and appeared weak. The probe later broke at the junction between the housing and the metal probe after the last screw was measured and placed. A brief delay of 2-4 minutes was reported to retrieve the fragments of the probe. The surgery was completed successfully and not adverse events against the patient were identified. This is report 1 of 1 for (B)(4).